Event description:
It was reported that the reamer splayed out at the distal end during use causing a fracture of the tibial spine. Another arthrex reamer and dilator were used to complete the case. The fracture to the tibial spine was minor and not an issue with recovery and will heal on its own. Another manufacturer's drill used during the case was having trouble with staying charged; the case was stopped 3 times to change the drill's battery. The surgeon leveraging or going out of alignment while trying to restart the drilling process, would cause the drill pin or collared pin to bounce off the inside wall of the reamer causing the wall to flower outward. Patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. A possible cause for the event is as stated by the reporter: " the surgeon leveraging or going out of alignment while trying to restart the drilling process, would cause the drill pin or collared pin to bounce off the inside wall of the reamer causing the wall to flower outward." Typically, this type of event is caused by improper angulation, not centering the coring reamer over the collared pin and/or the use of excessive force. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.